Manufacturer narrative:
(B)(4). The complainant indicated that the device was implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx partially covered stent was implanted during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6), 2010. According to the complainant, the patient had a stricture within the distal common bile duct due to a malignancy. The stricture was approximately 2cm in length. The stent was placed successfully on (B)(6), 2010 with no complications. On (B)(6), 2011, the patient developed jaundice and cholangitis. The patient had a bilirubin level of "386" and a c-reactive protein (crp) level of "36." The stent was found to be obstructed likely due to tumor ingrowth. The patient underwent a second ercp procedure. During this procedure, a second stent was implanted within the existing wallflex stent. Following the placement of the second stent, the patient's symptoms resolved and no further medical intervention was required. The patient condition at the conclusion of the procedure was reported to be "stable."